Event description:
Same case as MFR report #: 2134265-2012-06014. It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located from the distal left anterior descending (lad) artery to the diagonal branch. A 2.75x12mm promus element plus stent was advanced and was successfully deployed in the diagonal branch without complication. Next a 3.0x28mm promus element plus stent was advanced to treat the lad, but as it was being advanced at about half way through a non-bsc extension catheter the physician "felt a lot of resistance" as it was about to exit the catheter. The device was removed and upon inspection, the distal portion of the stent was damaged. "Then a second 3.0x38mm promus element plus stent was advanced and the same thing happened." The procedure was completed with a 3.0x30mm non-bsc stent without complication. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a promus element plus stent delivery system and stent. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent in the first two distal stent strut rows confirming the stent damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported advancing difficulty and the confirmed stent damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-06014. It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located from the distal left anterior descending (lad) artery to the diagonal branch. A 2.75x12mm promus element plus stent was advanced and was successfully deployed in the diagonal branch without complication. Next a 3.0x28mm promus element plus stent was advanced to treat the lad, but as it was being advanced at about half way through a non-bsc extension catheter the physician "felt a lot of resistance" as it was about to exit the catheter. The device was removed and upon inspection, the distal portion of the stent was damaged. "Then a second 3.0x38mm promus element plus stent was advanced and the same thing happened". The procedure was completed with a 3.0x30mm non-bsc stent without complication. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).